Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Reportedly, the clip was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.